Event description:
The customer received a blood glucose reading of 128mg/dl on the contour next ex meter, re-tested on another bayer meter and the reading was 15mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the call ended before the test strip information could be obtained. Product was not replaced.